Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Additionally, a yellow alert for the right ventricular automatic threshold (rvat) was detected in suspension mode due to intrinsic beats. Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported.